Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that the lancet on her onetouch ultrasoft lancing device will not fully penetrate the skin. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began in the evening of (B)(6) 2012. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "dizzy and shaky" but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca determined that the patient was using the incorrect type of lancets. Replacement product was sent to the patient. Although the patient did not receive any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.